Event description:
It was reported that a libre 3 plus sensor would not pair with the ilet app and displayed ¿sensor already in use,¿ despite the user reporting that the sensor had not been started on any device; the user applied a new sensor, which paired and functioned as expected. Symptoms included no adverse clinical effects. Outcomes included no interruption of diabetes therapy beyond the initial pairing attempt and successful continuation of therapy with a replacement sensor. Investigation included customer interview, device-use review, and troubleshooting with education before transfer to the partner organization. Investigation of this case revealed an inability to establish communication between the sensor and the ilet app, consistent with a sensor identification or pairing lock state. It was concluded that the event was related to a sensor communication or pairing issue with the third-party cgm component, with no patient harm.